Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of failure code 543:320:658:0000 was confirmed through the event history and was found to be due to a defective user interface module board. The main user interface module board was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
Colleague infusion pump was reported originally for a failure code 543:320:658. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a failure code 543:320:658:0000 which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated.